Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis was performed when the incident happened. The procedure was completed by change to other protocol. The philips field service engineer (fse) analyzed the system onsite and confirmed that the unable to perform exposure. After reviewing the log file and performed some functional test fse confirmed user selected different protocol for the procedure. Fse changing the protocol to coronary. After changing the protocol to coronary, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to perform exposures. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.